Manufacturer narrative:
Correction g3: date received by manufacturer was incorrectly reported in the initial report 6000034-2024-04280. Correct date is 15-nov-2024, not 08-nov-2024. Per the clinic, the patient underwent a second revision surgery on (B)(6) 2024, in order to insert the electrode array into the cochlea. The insertion was successful and the implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) and underwent revision surgery under general anesthesia on (B)(6) 2024, to reposition the electrode. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.